Manufacturer narrative:
A bci field service engineer replaced the defective y-fitting.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards no foam solution leak. No injury was reported.